Manufacturer narrative:
Investigation results: the instrument arrived in a clean status with visible damage and the broken off part. The investigation was carried out visually and microscopically. We made a visual inspection of the instrument and of the fracture surface. No abnomalities were detected. Additionally we made an optical inspection ot the broken off part and of the fracture surface. We discovered unknown impurity but no abnomalities. The device quality and manufacturing history records have been checked for the lot number (52286844) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the problem is most probably usage related. According to the quality standard and device history record files a material defect and production error can be excluded. No pores or inclusions could be found on the point of rupture. Investigations lead to the assumption that the breakage was caused by an improper handling. There is the possibility for a mechanical overload by torsion or high leverage with the instrument.

Event description:
It was reported that there was an issue with product house curettedbl-endang-cups 1.5 & 1.8mm. Item was being used in surgery and snapped off during normal use. Patient harm is unknown. Information has been requested at the clinic at least three times additional information was not available. The malfunction is filed under aag reference (B)(4).